Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a controller error (yellow alarm). The aic was sent back for evaluation. There was no patient involvement.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation of automated imeplla controller (aic) - controller error (yellow alarm) has been completed. The root cause for the controller error was a defective optical bench lamp based on log review and device analysis. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05647.